Event description:
This case was reported by a consumer and described the occurrence of gallbladder problem in a (B)(6) male pt who received corega (super poligrip original denture adhesive cream) for denture adhesion. A physician or other healthcare professional has not verified this report. Concurrent medications included isosorbide, irbesartan, simvastatin, carvedilol, spironolactone, hydralazine and aspirin. On an unknown date, the pt started corega. On an unknown date prior to (B)(6) 2007, the pt experienced dysgeusia (nasty taste in mouth). On (B)(6) 2007, at an unknown time after starting corega, the pt experienced wooziness and weakness. The pt experienced a gallbladder problem and was hospitalized for removal of his gallbladder. The pt was hospitalized for 30 days (no specifics provided). On an unknown date "last year" (2008) the pt experienced cough, and burning in chest. Use of super poligrip was continued. On (B)(6) 2009, the pt was treated with calcium carbonate (tums) for burning in chest. At the time of reporting, the events were unresolved. He has used poligrip original for "years," number of tubes used and prior lot number used, are unknown.

Manufacturer narrative:
Super poligrip original is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).